Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with unknown mentor saline prostheses experienced bilateral deflation post procedure. It was stated that the implants began leaking. The right implant began to get smaller and the implants started to appear lopsided. Ultimately, both implants began to shrink. It was stated that the capsules were spreading and dropping. As a result, bilateral prosthesis replacement with mentor smooth round high profile 630cc saline prostheses was performed. See 1645337-2020-06040 for contralateral prosthesis report.